Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years and 8 months post-implant, it was reported that the patient was found unresponsive in her bed at home and the system controller was alarming with a red heart alarm. The patient¿s family called for an ambulance; however, the patient had a do not resuscitate (dnr) order in place, therefore no further action was taken and the patient expired. It was also reported that the patient was in good health and the pump was working well prior to the event. An autopsy was performed and no ailments were found.

Manufacturer narrative:
System controller evaluation: the evaluation of the returned system controller revealed that the outer jacket insulation on the white power cable had damaged areas near the connector's strain relief and at the middle of the power lead. Movement of the white power cable, while the system controller connected to the power module, caused an interruption in pump function resulting in hazard alarms. The evaluation of the white power cable revealed compromised internal conductors underneath the grey outer jacket insulation. The insulation on the internal conductors appeared burnt consistent to an electrical short between the internal conductors and the braided shield. The evaluation of the returned system controller could not determine a specific mechanism that contributed to the white power lead becoming damaged. In addition, during the evaluation the initial system controller data log file was unable to be retrieved from the returned device; however, after clearing the original data and producing events during our testing, the system controller data log file could be retrieved successfully. Although the short circuit condition confirmed in the white power cable could potentially corrupt the format of the log file due to a low voltage condition, the analysis could not conclusively determine a direct relationship between the damaged power cable and the inability to retrieve the event history data. A review of device history records showed no deviations from manufacturing or qa specifications. Pump evaluation: a specific cause for the reported red heart alarm and a correlation between the evaluation of the returned pump and the patient's expiration could not be determined. The pump was returned with the percutaneous lead (lead) intact. Examination of the lead revealed a circumferential fracture at the edge of the pump housing extending across the diameter of the pump end bend relief. Visual inspection of the fracture revealed a rippled surface consistent with fatigue failure. The bond between the silicone adhesive and the bend relief appeared intact and the evaluation did not reveal any defect or damage that may have contributed to the bend relief failure. The fracture would have allowed the observed fluid to enter the space between the silicone cover and the clear bionate and travel along the cable to the external portion of lead. Thoratec has investigated the failure of the pump end bend relief; the pump end bend relief project was initiated and a corrective action was implemented to address the issue. This heartmate ii pump was manufactured prior to the enhanced design that was implemented. The reinforcing sleeve was removed to examine the shielding and bionate, and areas with shield breakdown were noted. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The bionate and shielding were removed to examine the underlying wires, and no anomalies were found. Upon disassembly of the returned pump, depositions of tissue and blood were found in the lumens of the inflow graft conduit, the outflow graft, and the outlet elbow. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow; however, a specific cause for the interruption in flow could not be conclusively determined. Examination of the remaining pump blood-contacting revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 4 years and 8 months. The device was received for investigation. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.